Manufacturer narrative:
B5: upon follow-up, it was reported that the patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. The route of administration for amikacin was intravenous. Antibiotic treatment with vancomycin and amikacin were ongoing. At the time of this report, the patient was recovering from the events. Pd therapy was ongoing. It was reported that retraining was performed for the caregiver. H11: this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The patient was treated with vancomycin injection (1gm, intravenous, every 3rd day, repeat) and amikacin injection (150mg, once daily) for peritonitis. The cause, hospitalization, patient outcome and action taken with pd therapy were not reported. No additional information is available.